Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what bariatric procedure was being performed? Rou y. What color cartridge was used? White. Was buttress material used? No. Were there any difficulties with the device during the initial procedure? Not that I could tell or the surgeon mentioned at the time. How was the bleeding identified? Patient symptoms? Not sure. Patient received 2 units so there were probably symptoms. Was the bleed intraluminal or intrabdominal? Intraluminal. What was done to ¿clean up¿ the area¿? Laparoscopy - enterotomy. Are any photos or video available? Not sure what did the staple line look like during the 2nd operation? The surgeon did not mention any staple line abnormalities. Was the patient taking any anticoagulants? Not sure. Had the patient undergone any chemotherapy or radiation? Not sure. How is the patient currently? Discharged and doing well. Is the patient expected to have a full recovery? Yes as per my last surgeon conversation. Patients preexisting conditions? Not known. Patients age, sex and weight? Not known" the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a bariatric procedure, there were no issues with the performance of the device. Two days post-op, the patient returned due to bleeding inside the lumen of the jejunojejunostomy anastomosis. They went back in to clean up the area. The patient was given two units of blood and remained in the hospital for one week.